Event description:
Pt alleges experiencing problems beginning on 3/18/92, including several lumps forming, severe pain in left breast and her left breset is getting very hot where lumps have formed. Heat comes and goes on a daily basis. Physician's note confirms pt has been experiencing severe pain and discomfort since march 1992, several large lumps have formed in her left breast since the operation and she wishes to have the existing silicone implants removed and replaced with saline ones as soon as possible.